Event description:
It was reported that a device had a "door alarm." There was no patient incident reported.

Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device. The device evaluation was unable to reproduce the "door alarm." However, review of the history log showed door jammed messages corresponding with the reported symptom. Further evaluation found cracks in the threaded insert boss in the front case that mount the threaded insert boss in the front case that mount the pumping mechanism into the case. This condition can allow separation between the front case and mech assembly resulting in excessive force required to close the door, which can lead to door jammed messages. The front case was replaced.